Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube cuff began to inflate after 30 minutes to 1.5 hours of use, as observed by a nurse. The patient's tracheostomy tube was not to be fully inflated. The nurse suspected that there was a hole in the tube and the ventilator was inflating the cuff over time. The tracheostomy tube had been inserted during the week of (B)(6) 2016-(B)(6) 2016 and remained inside the patient at the time of report. No patient injury was reported.